Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. No samples recived

Event description:
According to the reporter the user experienced reoccuring bleedings at 5-6 occations with 24h between during the same week. Blood was seen in urine. No further complications were reported.

Manufacturer narrative:
Based upon product testing of product samples from the same lot no deviations or defects could be detected. A review of the product documentation reveals no related deviations and no additional complaints have been received for this lot. Should additional information be received, a follow up will be filed